Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the first vessel sealer extend (vse) instrument utilized had an insufficient seal on mesentery tissue. The instrument did not work as intended from the start of use. Although the appropriate completed seal tones were produced, transected tissue started to bleed. The fenestrated bipolar forceps instrument was used to grasp and cauterize the bleeding tissue. The estimated blood loss was 100ml. The vse instrument was then replaced with a backup vse instrument and used for the remainder of the procedure without further complications. The procedure was completed robotically. The patient is recovering well and has no reports of postoperative complications.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, and cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. A review of the logs associated with this event has been performed. The logs show that the first vse instrument (lot #k10241219-0309) was installed 3 times and passed homing each time. A total of 24 cut complete events were noted with no errors. Also, a total of 59 seal events with 3 high initial starting impedance errors and 1 high initial starting impedance error were noted. The instrument was used for about 32 minutes. The second vse instrument (lot #k10241219-0317) was installed 7 times and passed homing each time. A total of 239 cut complete events were noted with no errors. The logs also show the instrument had 288 seal events with 2 high initial starting impedance errors. The instrument was used for about 1 hour 58 minutes. These errors are typically thrown when the user tries to seal too much tissue between the jaws potentially resulting in an incomplete/no sealing event. .